Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets tubing leakage events between (B)(6) 2025 to (B)(6) 2026. The infusion set was in use for thirty-six to forty-eight hours. The leakage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.